Event description:
The customer contacted beckman coulter, inc. (Bec) to report one (1) erroneously high creatinine result generated on a unicel dxc 800 pro synchron chemistry analyzer. The erroneous patient result was not reported out of the laboratory. There was no impact to patient treatment. Based on proservice data provided by the customer, quality control (qc) results were recovering low at the time of the event. The customer reassayed the patient sample for creatinine and obtained a lower result. The customer also reassayed the patient sample for creatinine on another analyzer in the laboratory. Both results correlated with each other.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse replaced dirty cuvettes, a sample syringe, and a sample probe. The fse verified all alignments for probes and mixer paddles. The fse verified the wash station was functional. All repairs were verified per established procedures. Performance tests of the analyzer were performed. All results had passed specifications.